Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, there are some error messages in the system. Low volume and leak in the circuit. There was no reported patient involvement.

Manufacturer narrative:
Additional information was received, there was no loss of ventilation and no leak. The unit alarmed, notifying user of reported condition. Unit continues to ventilate and alarms remain functional. This complaint was not reportable.